Manufacturer narrative:
Since the handpiece is not "repairable", the customer requested that it be returned. The handpiece was not evaluated and was returned to the customer.

Event description:
This handpiece is able to be calibrated during set up but will not function when used during procedures.